Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, "after truclear hyst they attempted a novasure and it would not pass cavity integrity assessment. After 2 failed attempts they went back to a truclear hyst to look and started to lose fluid quickly. They stopped and proceeded to perform laparoscopy to verify if there was a perforation and noticed multiple large fibroids growing on the outside of the uterus that the physician believed weakend the uterine lining that resulting in 2 perforations on the sides of one of the fibroids. The surgeon stated that the novasure saved them by detecting the perforation and believed the fluid from the hyst was the cause of the perforation since the external fibroids wreaking the tissue." No additional details available.